Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that maybe insulin pump was pressed on when sleeping. Customer's blood glucose was 216 mg/dl during call. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, severe scratches on the lcd window and cracked battery tube threads.